Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte-n¿ autoguard¿ shielded IV catheter needle retracted partially after use when the button was pressed, leaving the needle exposed. Additionally, it was reported that a dirty needle stick occurred, though it was uncertain as to the exact cause. The employee and patient were tested as a result. The following information was provided by the initial reporter: "we had a 24 g IV catheter that the safety mechanism didn't function properly. It only retracted the needle part of the way once the button was pressed. Button already pressed and unable to get the needle to retract all of the way down. We did have an accidental needle stick on monday related to one of these catheters at that time we thought it was due to someone forgetting to press the button to retract the needle. We are now unsure if it was related to this situation." "We tested baby and the employee that was stuck for the normal things when a needle stick happens. We can¿t be 100% sure that this was a result from a faulty needle or if it is just coincidental that the day after the needle stick we found the catheter that didn¿t retract all the way. All of the nurses felt that they retracted the needle from the IV stick, but we can¿t be 100% sure."

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the representative samples and photographs submitted for evaluation. Bd received 116 unused insyte autoguard 24ga units in sealed packages from material number 381411, lot number 9311284. In addition, two photographs were received which displayed a partially retracted needle and package label. Testing was performed on all 116 units where no defects were observed. Functional testing was performed, and all units successfully retracted. From observing the defect seen in the photograph, the reported issue was confirmed. Although the reported issue was confirmed, the photographs provided for this incident did not present sufficient evidence to identify a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10

Event description:
It was reported that the bd insyte-n¿ autoguard¿ shielded IV catheter needle retracted partially after use when the button was pressed, leaving the needle exposed. Additionally, it was reported that a dirty needle stick occurred, though it was uncertain as to the exact cause. The employee and patient were tested as a result. The following information was provided by the initial reporter: "we had a 24 g IV catheter that the safety mechanism didn't function properly. It only retracted the needle part of the way once the button was pressed. Button already pressed and unable to get the needle to retract all of the way down. We did have an accidental needle stick on monday related to one of these catheters at that time we thought it was due to someone forgetting to press the button to retract the needle. We are now unsure if it was related to this situation." "We tested baby and the employee that was stuck for the normal things when a needle stick happens. We can¿t be 100% sure that this was a result from a faulty needle or if it is just coincidental that the day after the needle stick we found the catheter that didn¿t retract all the way. All of the nurses felt that they retracted the needle from the IV stick, but we can¿t be 100% sure."